Event description:
Rupture of intra-aortic balloon catheter and introducer (iabp) at 1310 in 73 yr old pt, who was very dependent on iabp functioning. Pt became unstable, increased pulmonary edema and decreased blood pressure requiring resuscitation including epi drip/ivp and short term CPR. Increased instability in pt's condition following the event.